Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have a completely broken grip tip. A piece approximately 0.9385" x 0.2230" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip showed damage. The conductor wire was broken as it is designed to be attached to the grip tip. The pins and the proximal clevis broken were missing. The complaint was confirmed by failure analysis. Additional observations related to customer reported complaint: the instrument was found to have a broken proximal clevis at the ears of the clevis. The broken pieces, measuring roughly 0.2980¿ x 0.1840¿ in sizes, were not returned. Clevis did not show abrasions or scratches on the outer surface. Bipolar pin on the distal end was visibly missing. The missing pin approximately 0.0335 x 0.0455 was not returned with the instrument. The cause of the jaws to move uncontrollably was related to a broken grip tip. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. Electrical continuity test was not fully performed as one grip tip was missing. The conductor wires were exposed. No signs of thermal damage were observed a broken wire did show damage. The grip tip was completely broken and missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The clevis ear was broken off and separated from the distal end along with one grip. There did not appear to be any missing pieces. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the actual instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer indicated that the connector between the tip and the rod of the fenestrated bipolar forceps instrument was broken while gripping the tissue. The customer was not able to remove the instrument from the cannula due to the broken instrument; therefore, they removed the instrument with the cannula as one piece. Then they forcefully broke one side of the instrument tip to separate the instrument from the cannula. The instrument was inspected prior to use, and no issues were found. The instrument also did not collide with any other instrument or tool during the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred on both fenestrated bipolar forceps instruments, but they did not increase the port incision when removing the instruments and cannula together. The customer created a new 8mm port for a backup instrument. According to the surgeon, there is no concern about this event causing any long-term complications with the patient. There were no intra-operative or post-operative complications identified.